Manufacturer narrative:
As reported, a 7f 14x80mm smart self-expanding stent (ses) was used for superior vena cava; however, the stent dislodged without fixation. An attempt was made to re-capture the stent, which was removed by pulling the balloon-loaded stent to the iliac vein. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, and the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU. No abnormalities were noted with the stent delivery system (sds) prior to use. When removed from the tray, the stent was no longer constrained within the outer member/sheath. A stopcock was not connected to the y-connector of the tuohy borst valve. The tuohy borst valve was not in the locked position after opening the package. No difficulty was encountered flushing the stopcock or the sds. The target lesion vessel diameter was 14mm, with moderate calcification, mild tortuosity, and 70% stenosis. The locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The IFU instructions to hold the handle of the smart sds flat and straight outside the patient were followed. No unusual force was applied during deployment. No difficulty or resistance was encountered during deployment. The device was returned for evaluation. A non-sterile ¿smart 7fr (120cm) stent 14x80mm¿ was received coiled inside of a clear plastic bag. The part was unpacked for evaluation. The unit was thoroughly inspected, and it was observed that the stent was fully deployed and was not returned for analysis. The mechanism was set in the deployed position, with no damages or anomalies observed. No other outstanding details were noted on the inspected device. The usable length of the stent delivery system was measured and verified, with dimensional analysis results within specification. Functional analysis was performed to determine the functionality of the tuning dial on the returned unit. Since the stent was fully deployed, only a simulation was performed. The device was reset to the manufacturing position. The tuning dial was rotated clockwise with the thumb, as indicated by the arrow. The tuning dial was rotated until the distal section was fully deployed. Then, the deployment lever was pulled back to fully unsheathe the device. The mechanism was fully deployed, working smoothly, with no anomalies or damages observed during the simulated functional analysis. The reported ¿stent delivery system (sds) deployment difficulty-premature¿ could not be verified as the stent was fully deployed and was not returned for analysis. Additionally, the mechanism was returned set in the deployed position suggesting the device was manipulated for deployment and the stent deployed. Simulated functional and dimensional analyses were successfully performed, and the usable length was found to be within specifications. No other anomalies were detected on the device. Consequently, the exact causes of the reported events remain undetermined. Based on the available information, it is challenging to draw a clinical conclusion linking the device to the reported events, as no anomalies were identified during the analyses conducted on the complaint device. According to the instructions for use, which is not intended to mitigate risk, ¿preparation of stent delivery system: a. Open the box to reveal the pouch containing the stent and delivery system. B. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See ¿warnings¿ section. C. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. D. Flush the flushing valve of the stent delivery system with saline using a 3-cc syringe to expel air. Continue to flush until saline weeps from the distal catheter end. E. Flush the guidewire lumen of the stent delivery system with saline using a 20-cc syringe to expel air. Continue to flush until the saline flows out of the wire lumen at the distal catheter tip. F. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Introduction of stent delivery system: a. Ensure locking pin is in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. B. Advance the device over the guidewire through the sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used caution: always use an appropriate size introducer sheath for the implant procedure to protect both the liver tract and puncture site.¿ the information available and product analysis does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 7f 14x80mm smart self-expanding stent (ses) was used for superior vena cava; however, the stent dislodged without fixation. An attempt was made to re-capture the stent, which was removed by pulling the balloon-loaded stent to the iliac vein. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, and the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU. No abnormalities were noted with the stent delivery system (sds) prior to use. When removed from the tray, the stent was no longer constrained within the outer member/sheath. A stopcock was not connected to the y-connector of the tuohy borst valve. The tuohy borst valve was not in the locked position after opening the package. No difficulty was encountered flushing the stopcock or the sds. The target lesion vessel diameter was 14mm, with moderate calcification, mild tortuosity, and a 70% stenosis. The locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The IFU instructions to hold the handle of the smart sds flat and straight outside the patient were followed. No unusual force was applied during deployment. No difficulty or resistance was encountered during deployment. The device will be returned for evaluation.

Event description:
As reported, a 7f 14x80mm smart self-expanding stent (ses) was used for superior vena cava; however, the stent dislodged without fixation. An attempt was made to re-capture the stent, which was removed by pulling the balloon-loaded stent to the iliac vein. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, and the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU. No abnormalities were noted with the stent delivery system (sds) prior to use. When removed from the tray, the stent was no longer constrained within the outer member/sheath. A stopcock was not connected to the y-connector of the tuohy borst valve. The tuohy borst valve was not in the locked position after opening the package. No difficulty was encountered flushing the stopcock or the sds. The target lesion vessel diameter was 14mm, with moderate calcification, mild tortuosity, and a 70% stenosis. The locking pin was in place during advancement towards the lesion and was removed before attempting to deploy the smart stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The IFU instructions to hold the handle of the smart sds flat and straight outside the patient were followed. No unusual force was applied during deployment. No difficulty or resistance was encountered during deployment. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.